Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI)#: (B)(4).

Event description:
It was that the spinal cord stimulator (scs) lead of the patient had migrated. The patient underwent a scs lead replacement procedure. No further information has been obtained.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7080095 model/catalog description: linear st lead kit 50 cm unique identifier (UDI)#: (B)(4).

Event description:
It was that the spinal cord stimulator (scs) lead of the patient had migrated. The patient underwent a scs lead replacement procedure. No further information has been obtained. Additional information was received that the patient was doing well postoperatively and the explanted devices were disposed of by the facility.